Manufacturer narrative:
Insulin pump passed displacement test. Device was received with missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump screen the black tape came off. Customer¿s blood glucose level was unknown. Customer stated that the black strip on top of screen was off. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.